Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had the light blink when the scope is connected. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 and e4. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the light blink when the scope is connected was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the lamp cable of the led unit was an old version. However , a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.